Event description:
Pt reported high pressure alarm, but refused to return to the office. Pt called dme provider and was told to push and hold the alarm button and the on button to restart pump. Did come to the office the next day. The 5-fu chemotherapy had leaked covering his chest and clothing. The needle was not in the implanted port completely and so was removed. Port was reaccessed and flushed.